Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump passed sleep current measurement, active current measurement and displacement test. Pump received error 25 confirmed in pump history and unexpected battery power loss shown in power graph due to j6 connector resistance issue. Unit alarmed pump error 63 alarm (variable 3) during self test and confirmed in the pump history due to broken pin 1 trace (vdd) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a short battery life. Blood glucose level at the time of the incident was not provided. No further details were given. The insulin pump was returned for analysis.